Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is in transit to be returned to the manufacturer for evaluation but has not yet been received by the manufacturer. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: patient was to be treated for supraclinoid ica aneurysm with fred assisted coiling. Microcatheter #1 was parked in the sac, and microcatheter #2 in the mca. Based on the dimensions, fred 3.5 x 22 x 16 was selected. Fred was partially deployed, covering the neck of the aneurysm, then a few coils were deployed in the aneurysm. On further deployment of the device, physician found that the device was not opened even in the straight segment of the ica. Even after many attempts of pull and push, it was opening with a string like appearance. Physician decided to recapture the complete device but was unable to recapture it as well. During these maneuvers, the device jumped out of the catheter and deployed in the artery. On taking the runs, it was confirmed that half of the device was not opened and floating like a string in the artery. Finally, physician snared the fred and completed the case successfully deploying another fred, 3.5x17x11. Patient is stable and later discharged.

Manufacturer narrative:
Correction: updated medical device problem code from "separation failure" to "premature separation". Items returned for investigation: stent, pusher, introducer. Items not returned for investigation: microcatheter. The stent was returned deployed and deformed. The stent was observed to be fully inverted. No testing could be performed due to the damage. The investigation found the stent returned deformed and fully inverted, which is consistent with the alleged expansion issue. The deformation and inversion of the stent is consistent with the device being retrieved using a snare as indicated in the reported event.

Event description:
As reported: patient was to be treated for supraclinoid ica aneurysm with fred assisted coiling. Microcatheter #1 was parked in the sac, and microcatheter #2 in the mca. Based on the dimensions, fred 3.5 x 22 x 16 was selected. Fred was partially deployed, covering the neck of the aneurysm, then a few coils were deployed in the aneurysm. On further deployment of the device, physician found that the device was not opened even in the straight segment of the ica. Even after many attempts of pull and push, it was opening with a string like appearance. Physician decided to recapture the complete device but was unable to recapture it as well. During these maneuvers, the device jumped out of the catheter and deployed in the artery. On taking the runs, it was confirmed that half of the device was not opened and floating like a string in the artery. Finally, physician snared the fred and completed the case successfully deploying another fred, 3.5x17x11. Patient is stable and later discharged.